Event description:
The manufacturer received information alleging an issue related to the device's sound abatement foam. There was no patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Section b5 should be previously reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a bipap device's sound abatement foam. The manufacturer received information alleged particles in tubing/chamber. Difficulty breathing/short of breath. Burning/smoke/electrical odor. The smell woke him up. The reservoir was full of black particles. Patient stated it took him two days to clear his lungs. There was no report of serious or permanent harm or injury.   Tthe device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and observed moderate unknown contamination on all surfaces of device. At power inlet, the rust residue and corrosion indicate unknown liquid ingress to the device. In interior investigation observed severe unknown contamination throughout the internals of the device. Observed unknown liquid ingress at the p4 connector cable. Water ingress has been previously addressed in inv1023. An unknown dust/dirt and particle contaminant is present throughout blower box housing, blower, and blower impeller. Component j3 on pca seems to have liquid damage. The unknown contaminant seems to have been drawn into the blower and there is no longer movement of the impeller. Most likely this contaminant caused the blower to seize which could account for the odor. Also seen in the blower housing looks to be an unknown metal contaminant. Observed the sound abatement foam was present with the same unknown dust/dirt contamination that is present within the rest of the device. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The unknown dust/dirt contamination and fibers found on the blower casing/impeller and blower box was inconsistent with degraded sound abatement foam contamination. The manufacturer concludes unable directly address the symptoms outlined in the complaint and can confirm that there was no evidence of sound abatement foam degradation/breakdown observed in the base unit. Also can confirm the presence of contamination in the airpath and unknown liquid ingress to device. In this report, section d9, g3, h3 has been updated or corrected. Section h6 (health effect - clinical code) has been corrected and (type of investigation,investigation findings, investigation conclusions) has been updated in this report.